Event description:
Same case as: 2134265-2013-08866, 2134265-2013-08867. It was reported that the motor drive unit was unable to perform pullback. The non tortuous and non calcified lesion was located at the distal of right coronary artery. The ilab motor drive unit was used in conjunction with unspecified coronary catheter intended to visualize the lesion. It was noted that during procedure the motor drive unit was unable to perform pullback. Automatic pullback was attempted 5 to 6 times and manual pullback was not performed. Procedure was completed with another with the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not available for evaluation; therefore, product inspection could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).